Event description:
The reason for call was pt reported they had the ins implanted to help them 'alleviate' the pain, but it didn't really help. Pt stated they had surgery in (B)(6). Pt said they didn't notice the difference until after, like if they have the ins charged in the morning and they use it, then in the evening when their back starts to hurt really bad it's because their ins battery was depleted. When asked for event date pt said from the time they got the ins, they never noticed the difference until maybe 3 or 4 months. Pt also mentioned the location of the battery caused an infection and it took a while for the pain to go away from just the actual implant and they didn't notice that maybe in about 6 months and then after, when the stimulation turns off, they couldn't make a full 'stride' when they walk and that's when they realized that the stimulator was helping. Agent reviewed information.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.